Manufacturer narrative:
Based on the limited information provided to date, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. No lot number has been provided therefore a review of the manufacturing records is not possible. Recurrence is identified in the adverse reaction section of the IFU as a possible complication. Regarding infection the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." The maude event report did not include any contact information, therefore, at this time additional information cannot be requested. If/when the reporter provides additional information, a follow up MDR will be submitted. This MDR represents the second larger bard mesh (mesh #2) implant. A separate MDR was sent to document the first bard mesh (mesh #1) implanted in 2010. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol via maude event report ((B)(4)): "in 2010, polypropylene mesh (mesh#1) put in after incision ventral hernia appeared. Few months later same problem. Another larger mesh (mesh#2) put in. In 2011, went in to repair previous mesh due to pain. Never repaired. Had a stroke after procedure. In 2015, football sized abscess on top of mesh. Blood infection and perforated bowel. Surgeon removal all he could. In 2015, back to back surgeries to remove old mesh. Have suffered stroke, numerous blood infections. Partial intestine removed. Cardio infarction, left side numbness, loss of peripheral vision, tremors, loss of balance, depression and anxiety. Numerous stays at hospitals and rehabs. In home therapy. Loss of drivers license due to seizures after stroke. Not to mention the toll on my family members and loss of permanent income. Now on disability. This all happened to my husband. I am his wife. This mesh has devastated our lives. Manufacturer reported as "bard."

Manufacturer narrative:
Not returned to manufacturer.